Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction: g2 (company representative was not selected on initial mw and should have been). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the events occurred due to failure of the circuit board. However, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image and scope communication error(b30). The issue occurred during preparation for use for a therapeutic gastrointestinal endoscopy procedure. There were no reports of patient harm.